Event description:
Additional information received reported that there were impedance readings of greater than 4,000 ohms on some of the bipolar pairs. The manufacturer representative (rep) was seeing a patient for implantable neurostimulator (ins) replacement because of normal depletion. The rep ran impedances at amplitude of 1.5 volts, default, and was seeing some greater than 4,000 ohms for impedances. The stimulation was working fine for the patient and they didn't suspect any issue with the leads. They were going to try to get impedance readings before they prepped the patient. The cause of the impedance issue was unknown. The patient was having an ins replacement and during the replacement the impedance issue was identified. The rep was told it was common to have impedance out at the settings the patient had. The rep had not met with the patient since the replacement surgery.

Event description:
Additional information received reported that the patient¿s stimulation stopped working. The reason for this was unknown. The patient had an appointment on (B)(6) 2014. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient thought his implantable neurostimulator (ins) battery died because, it had not been working for about a month or so prior to the report. The patient requested that a manufacturer¿s representative (rep) come to his next appointment to check the ins. The patient met with the rep. Who found high impedances of greater than 4,000 on lead zero through seven. It was noted, the patient had fallen several times since implant in 2011. The patient experienced a loss of stimulation and therapeutic effect. The patient was reprogrammed and was alive with no injury at the time of the report. The cause of the event was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
E1e (rep): additional information received reported that the patient¿s implantable neurostimulator (ins) was at end of service (eos) and they would be scheduling a replacement in the future. The date of the replacement was unknown at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3998, lot# l66851, implanted: 1999 (B)(6); product type lead product ID 3550-01, lot# l54628, implanted: 2000 (B)(6); product type accessory product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).